Event description:
Tlh single incision - "at the end of the case the seal was torn and fell into the pt and was removed and placed in the bag that is being sent back. Flexible scope, needle driver, and scissors were placed in the trocar." Pt status: good.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.